Event description:
The customer reported that system displayed a collimator iris potentiometer error upon boot up. This error prevented the system from performing fluoroscopy x-ray and the system had to be rebooted. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The temperature sensor and the collimator were replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.